Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing snapped right after it was installed. Reportedly, the tubing detached at the quick release. The site was the patient's left and right side of abdomen and the pump was located farther to the set away from the site. The infusion was used for one day and they were stored on the dining room table. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.